Event description:
The customer's parent called and reported the insulin pump was dropped in a toilet. Customer's blood glucose was 262 mg/dl. There was fluid under the insulin pump display. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on electronics noted. The insulin pump received with minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.